Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed red bumps on his body and underneath his breast area, it was "itchy and blood red". The patient was given a prescription cream of triamcinolonacetonid from their dermatologist and another doctor recommended ending use due to the irritation. During a follow-up call, it was noted that the irritation improved after removing the device and using the prescribed cream.